Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 30 mg/dl after alerting for a meal mid-way through eating soup and crackers. The user lost consciousness and was treated at home by ems with IV glucose, glucose tablets, and glucagon. The user recovered without hospitalization and had no lasting effects.